Event description:
The surgeon was using the thermal wand to perform the thermal capsulodesis. When the camera was moved to the dorsal radial and the wand put in the dorsal ulnar, it was noted that the tip of the wand was bent. As the surgeon withdrew the thermal wand, a yellowish ring fell into the joint. When the surgeon grasped the ring, it was quite friable and came out in pieces. The wound was thoroughly explored and the joint was flushed. Prior to leaving the room, another thermal wand was brought in to determine what had broken off. It was determined that it was a small ring measuring at most 2mm in diameter and a thickness of less than 1 mm.